Event description:
In 2008, the sales rep reported that during a lumbar fusion procedure the driver was not seating properly on the screw head and caused the driver to slip and made it difficult to implant the screws. The surgeon finished the case as intended. There was no reported surgical delay. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval pending upon the return of the product.